Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. It was reported that per the hcp, the area around the pump connector was adhered and possible kinked.

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID 8709, serial # (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving gablofen [2000 mcg/ml] at a dose of 745 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported on (B)(6) 2017 that the pump was having higher residual volumes over the last six months or so and that the patient was starting to have increased symptoms of spasticity. During a normal end-of-life replacement procedure the catheter was aspirated and did not return cerebrospinal fluid (csf). The connector was trimmed and csf began to flow freely. A new connector was added and connected to the new pump and csf was flowing freely from that point on. Surgical intervention occurred as the proximal segment of the pump catheter was revised because during the pump replacement the catheter would not aspirate until the connecter was trimmed and a new pump segment was added. The patient status was ¿alive ¿ no injury¿ at the time of the report and it was also indicated that the issue was resolved.